Manufacturer narrative:
(B)(4)

Event description:
It was reported that" on (B)(6) 2024, the doctor found cuff leakage during oral implantation."

Event description:
It was reported that "on (B)(6) 2024, the doctor found cuff leakage during oral implantation.".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10114 et tube, cf,7.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a large hole in the balloon cuff which would prevent the cuff from staying inflated. The reported complaint of "leak - device leak - cuff" was confirmed based upon the sample received. The returned et tube was found to have a hole in the balloon cuff which would prevent it from being able to stay inflated. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.